Event description:
It was reported that the patient presented due to generator replacement and chest x ray revealed externalized conductors on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.